Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2016-00285 and 3003005099803-2016-00338 for the other associated device information. It was reported to boston scientific corporation that a 0.035 inch jagwire guidewire, tandem rx cannula, and hanarostent esophageal stent were used during a stent placement procedure performed to treat a 4 cm stricture in the lower esophagus on (B)(6) 2016. According to the complainant, during the procedure, a 0.038 inch jagwire and a tandem cannula crossed the lesion; the guidewire was positioned in the stomach. Replacement of the catheter was attempted but it was unsuccessful because the length of the guidewire was 260cm. The guidewire was exchanged to a 0.035 inch jagwire and inserted into the tandem cannula. A hanarostent esophageal stent was unpacked, and flushing was performed. The stent was inserted into the patient via the guidewire and implanted in the intended area. The procedure was completed with the 0.035 inch jagwire, tandem cannula and hanarostent. After the placement procedure, the patient experienced pain. A CT scan was performed and free air was confirmed. It was diagnosed that a perforation had occurred. The patient had developed peritonitis. The end of the hanarostent had been placed in the intra-abdominal area, however not in the stomach. Abdominal surgery was performed on (B)(6) 2016; intraperitoneal irrigation and removal of the stent were performed. The perforation site was covered by omental tissue, gastrostoma and intestinal fistula were made, and the surgery was completed. The physician assessed that a part of the malignancy had become necrotic and brittle. During the placement procedure performed on (B)(6) 2016, the distal side of the 0.035 inch jagwire had perforated the cardiac part of the stomach and had been inserted into the abdominal cavity; the tandem cannula had been advanced over the second guidewire and had been inserted into the abdominal cavity through the perforation site. The stent delivery system was also inserted via the second guidewire, and placed into the abdominal cavity. The physician reported "he didn't think the event occurred due to malfunction of devices." The patient's condition at the conclusion of the abdominal surgery was reported to be "good".